Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. A revision was performed and the s-ICD with the lead were explanted. No additional adverse patient effects were reported. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.